Event description:
It was reported to bvsd that the balloon broke upon insertion. No further details were provided. The sample was returned for eval which indicated a balloon leak to be present as well as several abrasion sites on the membrane.